Event description:
It was reported that during a revascularization infarction-heart surgery procedure, the device is cross-closing forming cross clip and the clip leg is greater than the other, causing bleeding in the mammary artery in coronary artery bypass graft procedure-heart surgery. Required use of monopolar to coagulate bleeding and apply more amount of clip.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.